Event description:
It was reported to boston scientific corporation that during unpacking of the percuflex plus ureteral stent, the complainant found a slight cut on the device packaging. There were no procedure nor patient involved.